Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 60.9 cm from the top of the connector to the break. The second piece measured approximately 241.8 cm from the break and includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on september 12, 2018 that a flexiva 200 tractip laser fiber was opened for use in a procedure performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be broken in half upon opening the package. There were no serious injury nor adverse patient effects as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a procedure performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be broken in half upon opening the package. There were no serious injury nor adverse patient effects as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.